Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. A non-conformance was initiated for material c-30200-001, lot 13p21a0188 , in regards to a damaged/defective compression cap. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: during procedure, when they were tunneling through the skin, the doctor noticed a crack in the collar and was not able to use the catheter. He replaced the catheter with a cannon. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during procedure, when they were tunneling through the skin, the doctor noticed a crack in the collar and was not able to use the catheter. He replaced the catheter with a cannon. No patient harm reported. The patient's condition is reported as fine.